Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 135 mg/dl. During troubleshooting with technical support, the issue was resolved. Reportedly, customer resumed pump therapy.